Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q ceiling system. During an emergency cardiac interventional surgery, the cardiologist was unable to obtain imaging due to the gantry screen being black and unable to display images. The patient was relocated to a different medical facility, and the procedure was successfully completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The investigation was completed by our experts. In the reported case, a more in-depth and verifiable analysis of the reported issue was not possible. Siemens service organization was not contacted by the customer, as the defective large screen is manufactured by a third-party and is not distributed by siemens healthineers. According to the information provided by the user, the biomed engineer at the medical facility identified a defective power module of the large display and replaced the defective component. As a result, the system works as specified.